Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 410 mg/dl. The customer declined troubleshooting for high blood glucose. The customer did not mention if auto mode was in use. The product will not be returned for the analysis.